Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
The linked in post reported on a that a gamma 3 nail revision was undertaken in early 2019. The surgeon further reported that there was a medially migrated lag screw which had migrated into the pelvis and was in contact with the internal iliac vessels. During the revision, the vascular surgeons embolised the internal iliac vein to prevent intra op bleeding, which was successful. The screw was in place but had failed which allowed the screw to migrate. There was no evidence that the lag screw had missed the nail.